Event description:
It was reported that a patient underwent an atrial fibrillation (afib) cardiac ablation procedure and experienced groin hematoma. Severity was mild. Patient outcome was recovered/resolved. There was no intervention required. The sheath utilized for vascular access was an agilis 8.5fr steerable sheath. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).